Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was observed to have blood ingression. The analyst noted there are cuts in the outer insulation with minimal blood ingression, explant damage. There is fractured distal conductors, outer insulation breach (clavicle crush); and an inner insulation breach (clavicle crush). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured at the clavicle and the proximal portion was removed. It was also reported that the lead exhibited high impedance. The lead was replaced. No patient complications have been reported as a result of this event.